Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on april 05, 2017: during an evlt procedure, the luer lock on the laser fiber was noted to be loose when attaching to nevertouch sheath. The physician set the device aside and successfully completed the procedure with a new of the same device. There was no harm or injury to the patient due to this event. The disposable device has been returned to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was a never touch fiber. A visual review noted no obvious defects. A functional check was performed on the returned device. The fiber fitting was held between two fingers and an attempt was made to slide the fitting along the shaft, in order to duplicate the failure. The fitting was securely attached to the shaft of the fiber. No signs of mobility were noted. Glue fillets are also visible of the distal and proximal side of the fitting. The returned device met all manufacturing dimensional specifications. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The customer's reported complaint description of the luer lock (fitting) not adhered to the fiber cannot be confirmed because the returned device functioned as intended. During the manufacturing process the presence of fillets on the fiber fitting is 100% inspected and also receives one aql inspection. In addition to those inspections, the tensile strength of the fitting on each fiber is tested. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).